Event description:
After an intraoperative choleangiogram had been completed, the sleeve of the surgical trocar head became detatched as the graspers were being introduced into the sleeve. The sleeve was easily recovered. No add'l procedure necessary. No adverse outcome to the pt.